Event description:
Procedure scheduled for endometrial ablation using the thermachoice. Several attempts were made using the thermachoice. The clinical educator called the company rep who suggested that if other measures had not worked it was probably their generator, and was put out of service. Dr spoke with pt's mother in waiting area via phone and it was decided to perform the ablation using another device. Procedure was successful with the other device. Case ended and pt brought to pacu without incident or distress.====================== health professional's impression======================company rep suggested that if other measures had not worked it was probably their generator.====================== manufacturer response for thermachoice ablation system, (brand not provided)======================or staff called company representative